Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient has an infection at the ipg site. In turn, the patient's ipg site was washed out on (B)(6) 2019. The patient was prescribed oral antibiotics. No further information is known at this time.

Event description:
Additional meaningful information received indicated that the patient's infection has resolved.